Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00x 28mm promus premier stent and a 4.00x 32mm synergy stent were attempted to be used during the procedure; however, the proximal ends of the devices snapped during introduction through the non-bsc guide catheter. Another 4.00x 32mm synergy stent was then used and completed the procedure with an excellent result.